Manufacturer narrative:
Batch review performed on 07 jun 2019 lot 1850171: (B)(4) items manufactured and released on 23-apr-2018. No anomalies found related to the problem. To date, no other similar events have been reported on this lot. Visual inspection performed by r&d project manager: the tip of the screwdriver torx t20 of the ref. 03.52.10.0406, lot 1850171 is broken. The type of breakage is compatible with a bending/torsion of the screwdriver, maneuver that has to be avoided. By the description of the event, it seems that the bone quality of the patient (hard bone) can bring to very high torque application despite of the using of the tap before the screw insertion. The signs on the shaft on the opposite side of the lines of fracture confirm the failure mechanism mentioned above. The root cause of the breakage is probably the application of too high torque.

Event description:
Tlif surgery was performed at l4-s1. When the surgeon inserted the pedicle screw at right side of l5, he felt abnormal feelings. He discovered that the tip of the screwdriver was broken. The broken pieces of the screw driver remained in the pedicle screw tulip. The surgery was finished without retrieving broken pieces. Due to this event the surgery was prolonged about 20 minutes. The patient bone was very hard, so the taps were used before inserting the pedicle screw. Mis technique.